Event description:
It was reported that review of the patient report found a lead safety switch for high out of range pacing impedances greater than 2000 ohms on this pacemaker and right ventricular (rv) lead. There were also observations of one other in-range spike in impedance a few months ago. The impedances had been checked multiple times in the office where the impedances were stable and in range. The patient was dependent in the atrium, but not the ventricle. The plan was to continue to monitor at this time. The system remains in-service, and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that review of the patient report found a lead safety switch for high out of range pacing impedances greater than 2000 ohms on this pacemaker and right ventricular (rv) lead. There were also observations of one other in-range spike in impedance a few months ago. The impedances had been checked multiple times in the office where the impedances were stable and in range. The patient was dependent in the atrium, but not the ventricle. The plan was to continue to monitor at this time. The system remains in service, and no adverse patient effects were reported. Additional information was received that this pacemaker was electively replaced. This patient received a biventricular device in place of this pacemaker. No adverse patient effects were reported.